Event description:
Complainant alleged that while treating a pt, electrode pads were placed on the pt, and energy was delivered at 200 joules by an associated defibrillator. Upon discharge of the energy, an arc was seen from the electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.